Manufacturer narrative:
The report of high impedance was not confirmed. Analysis of the returned lead found it was cut as a result of the explant procedure into three segments, stim segment body segment and terminal end segment. All segments were tested for continuity and no opens were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 3: related manufacturer reference number: 1627487-2020-04384; related manufacturer reference number: 1627487-2020-04385. It was reported the patient experienced ineffective stimulation due to high impedances. The physician was intending to perform surgery to address right lead/ extension impedance issues (please see MFR report: 1627487-2020-04367, 1627487-2020-04368, 1627487-2020-04369, and 1627487-2020-04370) on (B)(6) 2020 when he inadvertently opened the wrong site behind the patient¿s left ear instead of the patient¿s intended right ear. The left lead was pulled from the ipg header. The lead insertion tool was used to resolve the issue and the extension was re-inserted inside the ipg header. The physician does not believe impedance for the left lead/extension were caused from this issue, however, high impedances did develop on the left side at some point following the surgery. A second revision was performed on (B)(6) 2020 wherein the physician explanted the patient¿s dbs system and replaced it, which resolved the issue. Note: both extensions are being reported as it is unknown which ones are the right extensions and which are the left.